Event description:
The customer reported that erroneously elevated cardiac troponin (accutni) patient results, above the acute myocardial infarction (ami) threshold, were generated on an access 2 immunoassay system for one patient's samples. The initial result was elevated above the ami threshold. The initial, erroneous accutni result was reported out of the laboratory. The patient was admitted to the hospital based upon the erroneous accutni result. Beckman coulter inc. Assessment of customer supplied patient data indicated that upon multiple follow-up testing on the same instrument, the follow-up test results were elevated and concurred with the initial accutni result. Upon repeat testing of the patient's samples using an alternate methodology, lower accutni results were obtained which were regarded as valid. The samples were collected in lithium heparin tubes with gel separators. The customer was uncertain of the centrifugation information associated with the samples. The samples were full draws, and were not hemolyzed, lipemic, or icteric. The reagent and calibrator lots associated with this event were (B)(4) and (B)(4)respectively. The customer indicated that all other assays were performing as expected and no other patient results were questioned as part of this event.

Manufacturer narrative:
Service was not dispatched to the site for this event. Beckman coulter inc. Assessment of customer supplied instrument performance data indicated that accutni quality control (qc) charts dated (B)(4) 2012 demonstrated that all three levels of qc were performing within one to two standard deviations of laboratory's established ranges. The accutni calibration curve performed on (B)(4) 2012 demonstrated that all levels were found to be passing with acceptable percent coefficients of variation. A routine system check performed on (B)(4) 2012 passed within instrument specifications. There was no evidence of an instrument malfunction based upon these results. The customer committed to return patient samples for beckman coulter inc. Heterophile interference testing, however, these samples have not yet been received. The failure mode associated with this event is currently unknown.